Manufacturer narrative:
The investigation determined that higher than expected vitros ammonia (amon) results were obtained from a non-vitros mas quality control fluid processed using vitros chemistry products amon slides lot 1019-0263-9041 on a vitros 5600 integrated system. The assignable cause of the higher than expected vitros amon results is an instrument issue likely related to microslide incubator contamination. An ortho field engineer (fe) completed service actions on the vitros 5600 system which included replacing the cm/rt evaporation caps, cleaning the microslide hotplate, cm/rt ring and additional parts of the microslide incubator. Additionally, the fe verified multiple adjustments for the incubator and processed correction factors. Following service actions, vitros amon results have returned to expectations using the mas control fluids. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros chemistry products amon slide lot 1019-0263-9041.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros ammonia (amon) results were obtained from a non-vitros mas quality control fluid processed using vitros chemistry products amon slides lot 1019-0263-9041 on a vitros 5600 integrated system. Mas alcohol/ammonia control lot 2401 level 2 vitros amon results of 197.7 and 201.8 umol/l versus an expected result of 160.0 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros amon results were obtained when processing a control fluid. No results were reported out of the laboratory and the customer made no indication that patient sample results were affected or questioned. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).